Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
On the patient's annual questionnaire, the patient described left breast as feeling firm and looking abnormal due to capsular contracture with no mention of treatment. Patient later reported "capsular contracture, baker grade unknown, pain, and that it looks different and feels hard". Device remains implanted.